Event description:
It was reported that during a procedure the tip of a creo driver shaft broke and was left in the patient.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows the tip with a deformed and fractured tip. The fracture may have occurred if the driver was not fully seated within the screw making it more likely to break during loosening; however, no determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.